Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of 22.2cm of the coil and burr for the rotablator rotalink plus device. The burr was received still attached to the coil. The burr and coil were microscopically and visually examined. The sheath and handshake connections were unable to be analyzed, as they were not received for analysis. The coil was detached separated 22.2cm proximal of the burr. Majority of the returned coil was stretched and loose. The annulus of the burr was flared out and not round. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient died due to cardiac arrest.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that the burr became detached and remained in the patient's body. The patient had low cardiac function and was receiving dialysis. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid right coronary artery (rca). After rota was performed with a 1.5mm rotalink plus, ablation was then performed in the proximal part of the target lesion with the 2.00mm rotalink plus towards the mid rca; however it was noted that the rotaburr was stuck at the lesion. The physician attempted to perform bail out; however, the burr was still not removed. The procedure was completed by inserting a non bsc device. The rotaburr will be removed with surgical procedure on later date and the patient will be monitored.